Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was r eported that they were feeling stimulation very strongly in between their thighs "really really up there" and they were going to the bathroom all the time "like diarrhea", so they turned therapy off. Caller stated they know that sometimes it can take a while for the stimulation to "calm down" after turning it off but theirs has been off for several days now and they are still feeling stimulation intensely in-between their legs. Caller stated they are taking tylenol and dicyclomine because they are having a lot of cramps. Caller stated they are not eating or drinking much because every time they do they have to run to the bathroom (which was never the case before). Caller stated usually when therapy is off they can not "push" and when they pee it is "different" but nothing is different. Caller stated they usually run their stimulation at a level 0.1. Caller stated they called their hcp office and they told them to call the manufacturer. The circumstances that led to the reported issue were unknown. Agent had caller grab external equipment and confirm stimulation was actually off and caller confirmed it was. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.